Manufacturer narrative:
The investigation found that the ise electrodes had not been replaced since 15-sep-2023. Electrodes must be replaced after 9000 tests or every 2 months. The investigation did not identify a product problem.

Manufacturer narrative:
The k electrode lot number is u9741 and the expiration date is 21-may-2024. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for k results for 1 patient sample on a cobas 8000 cobas ise module. The initial k result was 8.43 mmol/l. The customer questioned the result as it did not match the patient's clinical picture and repeated the sample. The repeat result was 4.50 mmol/l. No questionable results were reported outside of the laboratory.